Event description:
The consumer initially reported that after wearing the contacts for a few hours, their vision would become foggy or hazy. Believing it to be an issue with the type of contacts, the consumer switched to a different brand, but the problem persisted. The consumer noted that the solution caused foggy vision and made the contacts stick to their eyes, resulting in corneal abrasions. Following their doctor's recommendation, the consumer ceased using both the contacts and the solution for several weeks. Upon resuming the solution, the consumer developed corneal edema. Additional information revealed that the consumer visited the doctor with blurred vision in the left eye and was diagnosed with an abrasion of the left cornea. It was later noted that the consumer failed to fill the solution above the line in the case and missed the pre-rinsing step. The consumer was prescribed moxifloxacin 0.5% ophthalmic solution (one drop in the left eye four times daily) and a multivitamin. During the first follow-up visit, symptoms persisted, and the same medication was continued. In the second follow-up, the consumer reported eye pain in the left eye, and the medication was changed to ciprofloxacin hcl (one to two drops inside the left lower eyelid every two hours while awake for two days, then one to two drops every four hours for the next five days). The consumer also experienced eye irritation and received fluorescein, ibuprofen, and tetracaine injections. In the third follow-up, the issues addressed were abrasion of the left cornea and corneal edema of the left eye, with the same medication continued. In the fourth follow-up, the issues addressed were abrasion of the left cornea and punctate keratitis of the left eye, with the same medication continued. The current status is that the consumer's eye condition has resolved, and they have started wearing contact lenses without the hydraglyde in the clear care solution. No additional information regarding the event or product is known at this time.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed, no trend could be identified. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).